Event description:
The customer reported the system shut down during a case. No pt injury was reported.

Manufacturer narrative:
A ge rep evaluated the system and found customer was not charging system when not in use. Ge rep informed customer of importance of charging the batteries. Customer will charge batteries and contact ge if needed. System operates as intended. (B) (4).